Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for motor error and e52 alarm. Blood glucose at the time of incident was 380 mg/dl. Customer¿s current blood glucose was 170 mg/dl. Customer was running high due to a meal treated with an insulin pump. Customer reported that has been off the insulin pump for a month since having a stroke. Customer reported that the issues are that it is shutting off randomly and losing the settings, the battery life depletes, rejects a battery. Customer reported that insulin squirts out during priming all the time, the prime process is slower, making a grinding noise, got an e alert and gotten multiple no delivery alarm. Customer reported a past event. Customer reported that alarm occur during a bolus. Customer reported that event was resolved by changing complete set (infusion set and reservoir). Customer declined to troubleshoot for other issues for the battery since pump is being replaced. Customer reported motor error and e52 alarm. Customer reports the drive support cap appears normal (slightly indented). Customer stated that insulin is squirting out during the manual prime process. Customer states they were not wearing the pump during priming. Customer reported that the insulin pump will be returned for analysis.